Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap appendectomy procedure, during insertion, the trocar broke off at the junction of the ribs and smooth portion of the trocar. The part did fall into the pt and was retrieved through a larger trocar. Another device was used to complete the procedure. There was no pt consequence.